Event description:
The ve lvas implanted in 1999. On 08/19/2000, the pt's beat rate in auto mode dropped to 50bpm and the pt became symptomatic. The physician noted a lot of cam dust in the ve lvas vent filter. As a result, the pt was switched to pneumatic backup and is being supported without problems.